Manufacturer narrative:
The agent reported revision surgery due to component loosening. Complaint has been evaluated and is similar to report number 1644408-2020-00409; 243-01-105, s800 - revision surgery, revision surgery if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery due to component loosening.